Event description:
A loss of therapeutic effect was reported. It was reported that the patient experienced nausea and vomiting symptoms starting (B)(6) and the next day was admitted to the hospital due for gastroparesis. The reporter stated that the implantable neuro stimulator (ins) "wasn't working." It was also reported that while in the hospital that "apparently it's working somewhat because the heart monitor is picking it up and it shows the stimulator is contracting 4 to 7 times per minute." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2002, product type lead. Product ID 435135, serial # (B)(4), implanted: (B)(6) 2002, product type lead.